Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was dislodged. During procedure to reposition, a fracture of the lead was discovered.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.